Event description:
It was reported that the patient had an infection following their initial implant that was treated with antibiotics. Recently the patient has been hospitalized due to a second infection. Device history records were reviewed on for the device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. An additional report was received indicating the patient's wound had opened up, following this both the generator and lead were explanted. No replacements done at this time to allow the patient time to heal, the defective devices have been placed in the mail not yet received to date, however product return and analysis is not necessary as the event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.